Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch (B)(4), mfg date: 10/01/2016, exp date: 03/31/2022. Batch (B)(4), mfg date: 09/01/2016, exp date: 02/28/2022. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. The following information was requested, but unavailable: what tissue was the vicryl rapide suture used on? How was the vicryl rapide suture placed (interrupted or continuous)? What was the condition of the tissue when the suture was placed (healthy, thin, fragile, diseased)? Did the operating surgeon observe any suture deficiency or anomaly before or during suture placement? Can you explain ¿wound healed not well¿? What intervention was performed/ prescribed for the patient pain? Do you have any photos of the wound? What was the indication for suture removal 4 days post op? Can you describe the appearance of the suture prior to removal? What was used to close the wound after suture removal? Can you clarify the lot number of the suture? Do you have samples for evaluation? What is the current condition of the patient? Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is this complaint a quantity 1 with 2 possible lots of kk9bggz0 and kl9dhhz0? Or is this complaint a quantity 1 with lot kk9bggz0?

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2017 and suture was used. On (B)(6) 2017, the patient felt pain on her wound and returned to the hospital. It was noted that the wound had not healed well. The surgeon took out the sutures and re-sutured. The patient condition changed for the better. There were no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: is lot kk9bggz0 (this lot correlates to product code w9962, not w9932 as per the photo) the lot number associated with this complaint? Yes. The correct code should be w9962. A box with lot kl9dhhz0 is also shown in the photo. Is lot kl9dhhz0 (product code w9962) a possible lot number for this complaint? Yes.

Manufacturer narrative:
Additional information: attempts are being made to obtain more additional information. If further details are received at the later date a supplemental medwatch will be sent. Please attempt to contact the surgeon to request which tissue layer was the w9962 (vicryl rapid suture) used on? Representative samples were returned for evaluation and were examined for visual defects. According to the samples conditions of the representative samples, no defects were observed.

Manufacturer narrative:
Additional information was requested and the following was obtained: which tissue layer was the w9962 (vicryl rapid suture) used on? It was used on skin.